Manufacturer narrative:
The smarxt optima xp oxygenator manufactured by sorin group USA, inc. Is a component in the custom perfusion pack manufactured by sorin group USA, inc. The custom perfusion pack, catalog number 067481003, is a pre-amendment device. One smarxt optima xp oxygenator was returned to sorin group USA, inc. For eval. Visual inspection of the oxygenator revealed no defects. Blood side and gas side integrity testing was run at varying flow rates. No leaks were found with the unit and there were no obstructions in the blood or gas side pathways. A review of the mfg records indicated that the oxygenator was manufactured according to specifications. The device was connected to a circuit and tested over time at a blood flow rate of 4.5 lpm and gas to blood flow rate of 1:1. The test was repeated at a gas to blood flow rate of 2:1. No froth or air was detected at anytime during the testing. The surgeon reported that the oxygenator looked normal, there were no cracks in the casing, no blockage of the vent ports and no obvious fiber fractures. Lab testing found that the oxygenator performed normally. The reported failure could not be duplicated.

Event description:
Two mins into bypass, the oxygenator system suddenly filled with approx 400-500 mls of air, exhibiting frothing around the arterial line. The surgeon reported, that the oxygenator had filled with air, originating from the gas line. The oxygenator was changed out and bypass continued. The pt expired hrs later in ICU.